Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("fatigue") in a (B)(6) year-old female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2011 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced alopecia ("daily significant hair loss") and psoriasis ("psoriasis"). On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), asthenia ("loss of energy"), coordination abnormal ("grip problem/dropping items, especially in the morning"), tinnitus ("tinnitus"), memory impairment ("lapses of memory"), vision blurred ("cloudy vision"), retinal migraine ("retinal migraine"), musculoskeletal discomfort ("discomfort in the upper back") and musculoskeletal pain ("sharp pain in the right shoulder") and was found to have weight increased ("weight gain (up to 7 kg)"). The patient was treated with dietary supplement. At the time of the report, the fatigue, alopecia, psoriasis, asthenia, coordination abnormal, weight increased, tinnitus, memory impairment, vision blurred, retinal migraine, musculoskeletal discomfort and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, coordination abnormal, fatigue, memory impairment, musculoskeletal discomfort, musculoskeletal pain, psoriasis, retinal migraine, tinnitus, vision blurred and weight increased with essure. The reporter commented: concomitant product included uriage ds foaming gel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1820600) on 12-dec-2018. The most recent information was received on 07-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("fatigue") in a 43-year-old female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2011 to (B)(6)2016. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced alopecia ("daily significant hair loss") and psoriasis ("psoriasis"). On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), asthenia ("loss of energy"), coordination abnormal ("grip problem / dropping items, especially in the morning"), tinnitus ("tinnitus"), memory impairment ("lapses of memory"), vision blurred ("cloudy vision"), retinal migraine ("retinal migraine"), musculoskeletal discomfort ("discomfort in the upper back") and musculoskeletal pain ("sharp pain in the right shoulder") and was found to have weight increased ("weight gain (up to 7 kg)"). The patient was treated with dietary supplement. At the time of the report, the fatigue, alopecia, psoriasis, asthenia, coordination abnormal, weight increased, tinnitus, memory impairment, vision blurred, retinal migraine, musculoskeletal discomfort and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, coordination abnormal, fatigue, memory impairment, musculoskeletal discomfort, musculoskeletal pain, psoriasis, retinal migraine, tinnitus, vision blurred and weight increased with essure. The reporter commented: concomitant product included uriage ds foaming gel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment.